Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, it has been confirmed that the customer is using the analytic industries o2 sensor and he has already tried replacing it. Customer went through the steps to reset the serial number and model string, and was recommended to complete the operational verification procedure and touchscreen calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical problem with the avea ventilator where in after replacing the gde (gas delivery engine) on unit, device is getting high fio2 (fraction of inspired oxygen) alarm as soon as the unit is powered on. Furthermore, there was no patient involvement associated with the reported event.